Event description:
During verification testing at the service center, the device did not deliver.

Manufacturer narrative:
During testing, a test pump and test bolus cord were connected to the device. The pump did not receive the electrical signal from the device to deliver a dose when the bolus button on the bolus cord was pressed. This was due to a missing bolus cord contact pin on the docking station. The probable cause for the missing docking station female contact pin is mishandling of the device when removing the bolus cord from the connection port. Actions such as twisting or attempt to remove at an extreme angle may cause the docking station female contact pins to remain in contact with the male pins on the bolus cord. The event that is being reported was noted during verification testing, therefore, user facility event codes are not applicable in this case. This report represents all the info known by the reporter upon query by hospira personnel.